Event description:
On (B)(6) 2010, pt reported her blood glucose has elevated to 493 mg/dl due to the infusion set leaking underneath the adhesive at the infusion site location. Pt's target blood glucose is around 100 mg/dl. Pt stated this was her first day using the new infusion set and her first time inserting the new infusion set. Pt does not have any supplies during the call; unable to troubleshoot. Pt reported she went to the emt department and picked up syringes to conduct manual injections; is unsure of the amount she injected to correct her blood glucose levels. Advised pt to call back for user assistance. On call back on (B)(6) 2010 from pt, assisted pt with inserting the new infusion set. Pt no longer has infusion set. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.